Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).